Event description:
It was reported that the patient presented in clinic for routine device change out procedure, prior to the procedure device interrogation revealed the right ventricular (rv) lead exhibited unstable and high capture thresholds, no loss of capture was noted. The patient was asymptomatic to the event. The physician elected to cap and replaced the lead on 28 nov 2023, the patient was in stable condition prior, intra and post procedure.